Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir would often have big air bubbles and their blood glucose would be elevated. The customer¿s blood glucose was 7.4 mmol/l. The reservoir will not be returned for analysis.